Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clealink system continu-flo solution set separated from the hub and leaked. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device was provided for evaluation. Visual inspection of the actual sample identified a partial tube; solvent was observed at the loose end of the tube with proper application. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.